Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Customer confirmed pump display turned on when button was pressed with force. Customer¿s blood glucose was 296 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.